Event description:
The report states that the "right breast implant ruptured in patient". There was no apparent injury to the pt. The device was explanted and given to clinical engineering. Unable to identify manufacturer informatin and will store the device for three years per protocol.